Event description:
Pt was sitting in geri chair in reclined position with feet up. According to cna and lpn the chair suddenly went into an upright position with so much thrust that the pt was thrown to the floor. The pt had been sitting in the chair for at lest 45 minutes when this happened.